Event description:
The customer reported via phone call that they received a motor error alarm while rewinding. Customer's blood glucose was 250 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also reported receiving a motor position encoder error alarm on the insulin pump. Customer also reported wearing the insulin pump having an MRI on their leg. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform displacement test or verify motor position encoder error alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners, display window and battery tube threads. The insulin pump was received with broken battery cap and reservoir tube lip. The insulin pump was received with minor scratched lcd window.